Event description:
This is report 3 of 17 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported: patient had a revision surgery (approximately one month after initial procedure) where the hardware (plate and screws) were removed due to the screws causing fluid buildup around the heart, as well as being too long. It was also reported the patient was recovering well from the revision surgery. No further information available at this time. This is 3 of 17 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown implant date in (B)(6) 2013. Placeholder.